Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, leading to a successful start of the sensor session without the error recurring.